Manufacturer narrative:
The field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse was able to reproduce the customer reported issue and replaced the faulty patient side manipulator (psm) to correct the problem. Following service, the system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has not yet received the replaced psm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. No image or procedure video was provided. Ab medica technical support engineer reviewed the system logs at the time of the call into technical support and no errors were observed. Verification via logs confirms the occurrence of a procedure on the reported event date for a rostatectomy - radical w/ lymphadenectomy on (B)(6) 2022 using (B)(4) matching the documented event details. The logs were reviewed/analyzed as part of the isi tse and isi fse's investigation. This complaint is being reported based on the following conclusion: a patient side manipulator (psm) was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted radical w/ lymphadenectomy prostatectomy surgical procedure, an instrument was stuck on the patient side manipulator (psm) 1. The hospital contacted a technical support engineer (tse) after the issue occurred. No error was found in the logs upon review. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no harm or injury to the patient as a result of the reported issue. It was clarified that the surgery was a 3 arms procedure so, the operating room team used patient side manipulator (psm) 3 instead of the faulty psm1.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the patient side manipulator (psm) 2 involved with this complaint and completed the device evaluation. The reported issue was confirmed during visual inspection.

Event description:
Refer to h10/h11 for follow-up information.